Manufacturer narrative:
The device has not been returned and is not available for investigation. A DHR review was conducted or confirmed that the device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.

Event description:
Our distribution partner surgalign reported that "this was a rev. Surgery which required removing 3 setscrews and rod on the patients right side. Both tips of the final driver snapped off in the set screw with one of the fragments being imbedded in the setscrew. This required the surgeon to get a side cutting bit to cut the rod and to back out the pedicle screw with the rod and set screw attached. The other set screws were removed with a broken screw removal set owned by the facility. We also tried and broke 05-screw-ins-thrd lot 365403 as a last resort before resorting to the broken screw removal set. This process was about 45 mins. At this time, the surgeon was able to complete the surgery as planned the set screws were properly torqued in the original surgery."